Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 4 months.

Event description:
Additional information: it was reported that the patient had received one low flow alarm on (B)(6) 2016, with more low flow alarms persisting the next day. The patient was instructed to go to the clinic where the patient's lactated dehydrogenase (ldh) was measured and found to be elevated at 793u/l. A few days later on (B)(6) 2016, the patient's ldh had increased to 2498u/l and the creatinine level was 3mg/dl. An urgent pump exchange to another manufacturer's lvad was performed on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing multiple low flow alarms starting on (B)(6) 2016. The patient's lactate dehydrogenase (ldh) was also observed to be elevated. No power elevations were found during interrogation of the patient's system controller. The patient had recently been admitted on an unspecified date for elevated ldh with concern for non-obstructive pump thrombosis. At that time the decision was made to increase the patient's inr goal and closely monitor ldh level. No further information was provided.

Manufacturer narrative:
During file review, it was noted that the device evaluation information had inadvertently not been submitted to FDA. Device evaluation: the explanted pump was returned for analysis. Upon disassembly of the returned device, examination of the interior of the outflow graft revealed a loose, non-laminated tissue-like deposition. Although it did not appear to have originated in this location, its specific origin and a duration in which it was present in the outflow graft cannot be determined. Additionally, a tissue-like thrombus formation was adhered around the inlet bearing ball. The deposition appeared to have formed in laminated layers and the portion in contact with the bearing appeared denatured, indicating that the deposition likely developed on the bearing over an undetermined amount of time while the pump was operating. A flat, tissue-like deposition was situated around the rotor body in two of the rotor pathways. The deposition was dark in color, suggesting potential denaturing, and indicating that the deposition was likely present in the pump for an undetermined amount of time during pump operation. Although the deposition did not appear to have originated in this location, its specific origin cannot be determined. The observed depositions would have potentially contributed to the reported symptoms of hemolysis and obstructed blood flow through the pump, contributing to the low flow alarms recorded in the submitted system controller log file. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination and electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.